Event description:
Caller alleged discrepant results compared with the lab. Inratio 1.9, hospital lab 4.0. After pt was tested using the inratio within an hour they were tested in the ER, the pt was admitted due to stomach bleeding and the cause is thought to be due to the mixture of medications the pt was taking, the caller did not know what steps or what was administered to the pt once they were in the ER, caller also did not know what medications the pt was on, the pt was in the ER 2009, and the caller thinks they are released.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed; date inratio lab mean confidence limits 2009 1.9, 4.0, 2.95, 1.8-4.2. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested if it is returned.